Event description:
Note: the date of event is unknown, although it has been reported that this event occurred within the past two weeks. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) with banding. According to the complainant, during the procedure, the bands would not deploy. The patient was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.